Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the lv lead exhibited diaphragmatic pacing and patient felt muscle stimulation. Lead was explanted and a new lead was implanted. Patient was stable.